Event description:
It was reported that the instrument handle was broken during use, however, the product analysis shows that the tip of this instrument is broken. No pt complications were reported.

Manufacturer narrative:
(B) (4): the instrument was returned for eval. Visual examination shows that the lower shaft is broken at the lower jaw pivot pin forward. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with the application of excessive force. Microscopic examination of the fracture surface revealed a fairly brittle fracture surface, consistent with failure due to excessive force. The observations are consistent with misuse, resulting the in foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.